Event description:
Additional information received reported that the manufacturer representative spoke with the office this morning and the cause had not been determined. A nurse reprogrammed the patient on (B)(6) 2014 but the program and level of intensity was not recorded by the office. It was noted that they were not aware of any troubleshooting or intervention taken to resolve the event as the patient¿s therapy was working wonderfully for the patient so the office did not want many changes or actions. The patient was trying the new programming from the nurse and was told to follow-up if the pain persisted. It was reported that the therapy was extremely effective and the patient¿s life was back to normal and they wanted to be an advocate to others for the therapy.

Event description:
It was reported that the patient had felt a pain in their legs that they thought was related to their device or therapy. The patient had not turned their device off to determine whether it was related but they believed it was related. It was noted that the problem started a couple of weeks ago and came on suddenly. It had gotten gradually worse since that time and the pain had extended to the patient¿s back. It was stated that the patient¿s health care provider (hcp) was out of the office and the office directed them to call the manufacturer. The patient had a history of blood clots but their family hcp did testing and determined the issue was not related to a blood clot. It was reported that they notified the manufacturer representative of the issue and saw them for reprogramming last week. They checked the lead at that time and told the patient the leads appeared normal. It was noted that the patient did not want to turn their device off to determine whether the issue was related to the stimulation or not since their urinary symptoms would come back if they did that. Additional information has been requested, a follow-up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_prog, serial# unknown, product type: programmer, physician; product ID 3889-28, lot# va0fxgg, implanted: (B)(6) 2014, product type: lead. (B)(4).